Manufacturer narrative:
Review of event description: it was reported that the patient received an implant on (B)(6) 2019 and revised on (B)(6) 2021 due to implant fracture. During the surgery, since the femoral neck screw and both lips got fractured, the devices could not be explanted. The surgery was delayed by 60 mins. Review of received data: - no medical data relevant to the case has been received. Product evaluation: - visual examination: visual examination of the returned device identified 2 fractured pieces of the device were returned. Not all pieces of the devices were returned. The two pieces are from the end of the lag screw and each fractured from the non-returned piece of the device. The surfaces have scratches and gouges. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. - ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient received an implant on (B)(6) 2019 and revised on (B)(6) 2021 due to implant fracture. During the surgery, since the femoral neck screw and both lips got fractured, the devices could not be explanted. The surgery was delayed by 60 mins. Based on the investigation the reported event can be confirmed that the device fractured; however it cannot be confirmed if the fractured components occurred in vivo or during device removal attempts. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Medical products: cmn femoral nail, ccd 130, right, 11.5 mm, 34 cm; catalog#: 47-2493-342-11; lot#: 2963206 therapy date: jan 1, 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent a revision surgery due to implant fracture. During the surgery, since the femoral neck screw and both lips were fractured, the devices could not be explanted. The surgery was delayed by 60 minutes.